Manufacturer narrative:
Additional information provided.

Event description:
Additional information was received from the surgeon. Due to the flow issue accidental capsule aspiration occurred, the disfunction prevented from releasing the stuck capsula. The affected eye was the right eye (od). The iol was implanted in sulcus. As result of the event the patient had secondary macular edema two days after surgery. Vitreus body presence was noted postoperatively and a posterior vitrectomy was performed as second intervention. The macular edema was treated with acetazolamide and anti inflammatories. The patient symptoms have not been resolved and the patient is still under treatment for the macular edema.

Manufacturer narrative:
Evaluation summary: a clinical analyst reviewed this file. A company service representative examined the system and confirmed the problem reported. The company service representative also noted no reflux and found a faulty contact with the footswitch cable. The footswitch cable was switched out. Preventive maintenance was performed. The system was then tested and met all product specifications. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. Additional information has been requested but not received to date.¿ the system was examined. The technical service did not indicate finding any issues that would be associated with the reported event. The solenoid spacers were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 24, 2011. Based on qa assessment, the product met specifications at the time of release. Root cause: posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional information has been requested but not received to date. (B)(4)

Event description:
An ophthalmic surgeon reported that just before implantation during a cataract surgery with intraocular lens (iol) implant, the backward flow did not work while using the footswitch. There was no other way to activate the backward flow. The surgeon considered that this event contributed to the capsular tear experienced by the patient. Another system was used by the operating team to end the morning surgery program. Additional information has been requested but not received to date.